Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "aspiration failure" (aspiration issue). A customer reported the vitrectomy cutter did not aspirate while the cutter could actuate. The customer followed the vitrectomy setting according to what the display indicated. Priming and testing was done and the cutter actuated with no aspiration. The system was rebooted, and the case was completed without further incidents. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).